Event description:
Pateint reported that the audible signals were not working on the device. Paient indicated that she reviewed the device history and does not recall receiving any audible signals for the error/alerts that were listed. Patient did not report any physiological effects.